Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged wake button malfunction was verified. The alleged touchscreen malfunction could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump still turns on when plugged into a power source. In addition, the customer stated the touchscreen turns off quickly when turned on via power source connection. The customer's blood glucose level was 150 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.